Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experiencing high blood glucose. Blood glucose level at the time of the incident were 400 mg/dl, 94 mg/dl and 300 mg/dl. Customer treated with manual injection for high blood glucose. Customer declined troubleshooting for high blood glucose. Customer stated insulin pump had motor error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).